Event description:
Related manufacturer reference number: 2017865-2021-32036. It was reported that the patient presented for follow up with elevated capture threshold exhibited by the right atrial lead. The lead was explanted and replaced. The right ventricular lead was also explanted during the procedure due to reasons not specified. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.